Event description:
Build up of white substance in, on and around the system 83 plus units the same substance was found on walls and air exchanges in the same department. This white substance did appear in another area of the unit. The doctors closed the unit after a user in the department checked into the ER reporting respiratory and irritation as a result of working in the room.

Manufacturer narrative:
The biomed engineer stated that the white substance was sent to a lab for eval. During a preliminary eval, it was confirmed that the substance was not a bacteria or fungus. The facility is waiting a final report, they will contact custom ultrasonic inc when the report is available. There were no reported failures with the system 83 plus. The custom ultrasonic's service technician did properly clean the unit. The unit is working as intended. The biomed engineer stated that the user was back to work and processing scopes since the room has been recently re-opened. No further info available at this time, as info becomes available, it will be submitted in a f/u report.